Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for 3 colony forming unit (cfu) of serratia marcescens on (B)(6) 2023. The operating channel tested positive for 2 colony forming unit (cfu) of serratia marcescens on (B)(6) 2023 and the auxiliary channel tested positive for 2 colony forming unit (cfu) of serratia marcescens on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. No information was obtained on the cleaning, sterilization, and disinfection process from the customer. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end cover chipped, angle rubber glue separated, connecting tube wrinkled, switch box unit broken, and angulation less specified valve and angulation play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.